Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the (B)(6) of chills, fever and peritonitis in a patient coincident with dianeal pd4 therapy for for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient had chills and fever at 38 degrees celcius. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for peritonitis. The patient was treated with cefazoline 1gm, everyday, ip and fortum 1gm, everyday for peritonitis. The outcome of this peritonitis event was not reported

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the patient was treated with tienam (1gm, daily, ip) and ciprofloxacin (1gm, daily, ip) for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.